Event description:
During the initial implant procedure, high capture threshold and high pacing impedance were observed on the right atrial (ra) lead. The ra lead was repositioned multiple times, however, acceptable measurements could not be established. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of a capturing issue and low lead impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection of the lead did not find any anomalies with the exception of procedural damage.